Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during lithotripsy procedure performed. According to the complainant, during the procedure, a stone was captured within the basket and the physician attempted to crush the stone, however the basket would not crush the stone and the tip failed to detach. An alliance was then use to try and release the tip, however the tip failed to detach. The physician performed an additional endoscopic sphincterotomy. The stone remained inside the basket and the device and scope were removed in tandem from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
No issues were noted with the alliance handle.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Lot expiration date is unknown; however, the complainant reported that the device was not used past its expiration date. A visual examination found that the device returned with the wire basket assembly separated from the coil assembly. The coil assembly was found to be kinked and buckled, and the coil was stretched and distorted. The guidewire lumen (sidecar) presented with pushback and the outer sheath was torn. Additionally, the basket wires were found to be bent and deformed, but the basket tip was intact. Furthermore, the device pullwire was found to be fractured at the proximal end of the handle cannula. The condition of the returned incident device was consistent with the complaint that the tip failed to detach. The device is designed so that the basket tip detaches if the stone cannot be crushed. However, the evaluation found that the pullwire broke prior to tip detachment. This event likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.